Manufacturer narrative:
The test strips have been further evaluated by product analysis with the following findings; the test strips was found to be contaminated. The additional tests performed on the test strip vial and the desiccant was to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6)2015, the reporter contacted lifescan (B)(6), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.